Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that pump protrusion occurred in the pump pocket/abdomen. The pump protrusion was first observed on (B)(6) 2019 (11 weeks post pump-implant). The pump protrusion occurred mostly at the catheter access port (cap), oriented between 11 o¿ clock and 1 o¿clock, and the patient had a more protruding abdomen. The hcp clarified that they were not referring to skin erosion over the cap port. The skin had not broken, but the cap area of the pump was pushed forward / away from the abdomen. The hcp was looking into preventing this with the use of [tyrx] mesh pockets to aid in pocket healing and the use of an abdominal binder for 2-4 weeks post-implant. The hcp wanted to know if the device manufacturer had any research on either of these methods and any other recommendation. Initially, an abdominal binder resolved the pump protrusion issue. However, the issue returned on (B)(6) 2019 with notable erythema and thinning of the skin at the cap. A photo of the patient¿s abdomen from (B)(6) 2019 showed some irritation at the incision line [more so than another photo of the patient¿s abdomen from (B)(6) 2019]. From the photos, it did not appear to be wound dehiscence or erosion involving wound breakdown. Surgical intervention took place on (B)(6) 2019 to reposition the pump deeper; the pump was sutured to the fascia, and the cap was re-oriented to 9 o¿clock. The issue was resolved. It was unknown if the cause of the pump protrusion was determined. None of the sutures holding the pump in place were broken, and the system components were in good condition. No further complications were reported.